Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported the patient presented with gradually increasing pacing impedance on the right ventricular lead. The lead was extracted and replaced. The patient was recovering after surgery.